Event description:
The customer reported to olympus that the thicker end piece at the distal end of the needle came loose when pulling the whole needle out of the bronchoscope. The reported problem was found during an unspecified procedure, which was completed successfully without extension of the procedure using another needle. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. The connecting slider was able to slide back and fort. The sheath adjuster screw arrived unlocked, but was able to rotate and lock into positioning as intended. The stylet and stylet wire were present. The handle lock was able to slide back and forth and lock and hold its positioning. Upon advancing the needle, there was some minor resistance. It was observed that the pebax was indeed bunched prior to advancing the needle, and remained bunched when fully advanced. This may have caused the resistance. The distal end of the sheath looked chewed up and showed signs of use. The distal needle tip was sharp and without any physical damage. The needle was able to protrude approximately 1.406 inches. The sheath was able to maintain its position when advancing and retracting the needle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device.